Event description:
It was reported that a cartridge alarm, noted as cartridge alarm 20, was triggered. The customer's blood glucose level was displayed as "high," but the specific value was unknown. The customer took corrective action by administering an insulin correction injection using multiple daily injections (mdi). Technical support assisted the customer in loading a new cartridge using the proper technique, though further troubleshooting required the customer to call back. Follow-up attempts by technical support did not receive a response, and the case was closed.